Manufacturer narrative:
RMA issued. Order for replacement canceled per the site. No pt present.

Event description:
A medtronic rep reported that the probe was bent on the shaft near the tip, however, since the probe is calibrateable it was still verifying. The site has an extra probe so the medtronic rep recommended that they remove the bent probe from their used sets. The site will not be replacing the bent probe at this time. There was no pt present.